Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported it is unknown if the at this point if the leads are going to be replaced. They will be returned for analysis is the surgery is deemed necessary. No further information was reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that the lead impedance were out of range and interruption of therapy. The patient is very active working in his gar age in cars. He also uses a lot of outdoor recreational vehicles (4-wheeling) which are factors that may have led or contributed to the issue. The lead electrode test, revealed 8,11 and 13 > 10,000. The rep reprogrammed stimulator groups and programs. The issues was resolved. No surgical intervention planned or occurred. No patient injury. No further patient symptoms or complications were reported in this event.